Event description:
Several baxter all in one eva containers are leaking. They are leaking once where the blue covers are pulled off, before the rn attached anything to it. This happened 3 times in 2 weeks.